Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient's weight vessel turtuosity: moderately tortuous % stenosis: 80% stenosis lesion location: near the anterior descending branch. There was no difficulties removing the protective sheath/stylette. Resistance was not noted during delivery. Inflation pressure: 20atm the device was not moved or repositioned while inflated. There was no difficulties noted during inflation. Deflation difficulties was noted after the first inflation. There was only one inflation performed prior to deflation difficulties. It was stated that deflation was performed about 8-10s after inflation, and it was found that the balloon could not be deflated normally, and the balloon was inflated until it was withdrawn from the body. A 1:1.2 concentration of contrast/saline was used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one nc sprinter rx ptca balloon catheter to treat a lesion. An angiography showed restenosis in the coronary stent and a ptca was performed and the lesion was pre-dilated with a balloon. There was no damage noted to the device. The balloon crossed the lesion. The balloon being used to post dilate the stent. It was reported that after the balloon was inflated and it could not be contracted or restored after deflation. It was stated that the original filling state of the balloon could not be restored after deflation. The balloon was removed slowly with the guiding catheter. It was stated that the balloon was fully deflated before removal was attempted. The procedure was completed using another non-medtronic balloon. No patient injury was reported.